Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a shock impedance measurement above 200 ohms on the right ventricular (rv) lead. It was reported that one the day the out of range measurement was recorded, the patient had undergone an ablation procedure. The field representative was called to check the system. All measurements were in normal range and no noise was observed on the electrograms. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant reviewed the data from the patient's remote monitoring system and discussed that as the out of range measurement was the same day as the procedure and all measurements and diagnostics were back to normal, it likely that electromagnetic interference (emi) from the ablation influenced the out of range measurement. The patient will continue to be seen through normal follow up visits. No adverse patient effects were reported.